Manufacturer narrative:
D4 catalog number was updated, corrected accordingly.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of priming problem was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 71-year-old male patient presenting in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the purge fluid was not flowing to the purge device. The purge cassette was replaced, which resolved the issue. There was no noted interruption of flow or support for the patient. The impella was successfully weaned in the procedure room. The post-procedure outcome is survived at explant. The impella functioned as intended. The cassette exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.